Manufacturer narrative:
The lead was not returned to saluda. The root cause of the reported event cannot be definitively determined. The evoke scs surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include weakness, clumsiness, numbness, abnormal sensations or pain.¿ the manufacturing records were reviewed, and the product met all requirements for release.

Event description:
A patient implanted with a trial evoke spinal cord stimulation (scs) system reported experiencing new pain and numbness in the groin, bladder, and buttocks region. The patient was evaluated at the emergency department, where a computed tomography (CT) scan was performed to exclude cauda equina syndrome, which returned negative findings. Steroids were prescribed to relieve pain. The leads were removed on (B)(6) 2025.